Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update 9/29/15-pfs and medical records received. The medical records and pfs were reviewed for MDR reportability. The medical records included labs for chromium and cobalt dated 8/7/15 with cobalt 17.8mcg/l (ref <=1.8mcg/l) and chromium 6.8mcg/l (ref <=1.2mcg/l). With lab greater than 7 parts per billion, stem has been added to complaint. The pfs reported the patient complaining of popping in left hip. The patient also reported having sleep loss, depression and anxiety and cannot ambulate more than 25 feet related to his pain. There is no revision surgical report for the left hip within the medical records reviewed at this time. The complaint was updated on: oct 22, 2015.